Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified that the shim exhibit signs of repeated use and missing components, bearings. Device history record was reviewed and no discrepancies were found. A field action was initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. The device was subsequently re-designed to account for this failure mode with a new locking mechanism. The root cause of the reported issue is attributed to a previously addressed design issue. It was determined that this device was manufactured prior to this design change. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-04200, 0001822565-2019-04201, 0001822565-2019-04202, 0001822565-2019-04203, and 0001822565-2019-04205. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
An instrument was returned via the worn instrument return program and was found to be missing a ball bearing. There was no know patient involvement.